Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a blockage in the needles. There was no report of patient impact. The following information was provided by the initial reporter: as per account, 100's of these needles noted to be defective. Gives resistance when syringe is pushed/pulled. One known instance of having to re-do a flu vaccination due to administering injection and being unable to inject solution from syringe. ER dr's also verbalized to oh he has had same issue when using these needles. Same box and lot number contain needles that work vs don't work. Oh has started collecting these needles.

Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a blockage in the needles. There was no report of patient impact. The following information was provided by the initial reporter: as per account, 100's of these needles noted to be defective. Gives resistance when syringe is pushed/pulled. One known instance of having to re-do a flu vaccination due to administering injection and being unable to inject solution from syringe. ER dr's also verbalized to oh he has had same issue when using these needles. Same box and lot number contain needles that work vs don't work. Oh has started collecting these needles.